Event description:
A #6 perclose device was utilized in an attempt to close the femoral artery post cardiac catheterization. During removal of the device it became embedded. The pt was taken to the or on an emergent basis for removal of the device. The artery in the area of entry was macerated and had to be resected. Pt recovered and was subsequently discharged on 9/30/99.